Event description:
Device 2 of 2. Reference MFR. Report #1627487-2018-13474.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2018-13474. It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2018-13474. It was reported during follow up the patient underwent surgical intervention during which the leads were explanted and replaced. Surgical intervention addressed the issue.